Event description:
Additional information from the consumer reported that the airline flight landing was rough and it set programming off which led to the twitching in right leg and jerking toe. The device was adjusted and the issues with jerking in toe and twitching in right leg were resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-33, lot# va08t0c, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3093-33, lot# va08t0c, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Patient codes (B)(4) pertain to ipg (B)(4), patient code (B)(4) pertains to tined lead (va08t0c) .device code (B)(4) pertains to ipg (B)(4). Device code (B)(4) pertains to tined lead (va08t0c). Evaluation code pertains to tined lead (va08t0c). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the device was taken out. The patient reported the removal of the device was due to an old issue from the past and the patient had surgery to fix it. The patient noted about two years ago she was riding on an airplane and the airplane had a bad landing. The patient stated the plane landed and immediately their toes started to stand up and twitch and hurt so bad and they couldn¿t get their luggage to have the device to turn off. The patient added nothing was changed after going to the healthcare professional (hcp) to make the toes not stick up. The patient had the device replaced due to this. The patient noted the device was left in for a year and it was like the wire moved to their spine and after that it was not the same. The patient stated they would keep it off, but when off they felt something like a tingle, but it really affected their toes. The patient¿s toes would twist over the other.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va08t0c, implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The consumer reported either not feeling stimulation with therapy on or feeling stimulation but it affected her toes. The symptoms were sudden and began on (B)(6) 2015. The right leg started to twitch that day, so she turned stimulation off. When turning stimulation on in the morning, the patient felt her toe jerking. The toe was still affected with all four programs and decreasing amplitude did not resolve the issue. Cause/factors, actions, and patient outcome remain unknown. Follow-up is being conducted to obtain additional information. The patient was being titrated down with morphine use so the patient started to turn stimulation up 3 weeks prior to event. The device was implanted for intercystitis and pelvic floor dysfunction. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.